Manufacturer narrative:
The customer called siemens to report the issue that occurred with the advia labcell sample manager. A customer service engineer (cse) was onsite and performed a replacement of sample manager robot. The engineer confirmed the loader is performing as specified and no further issues were identified. A headquarter support center (hsc) specialist investigated the cause for dropped sample tube(s). The hsc specialist determined the issue occurred while waiting for a puck to go on the track via the interface gate. The specialist has reviewed the service performed and determined that replacing the sample manager robot has resolved the issue. The performance of the advia labcell sample manager has been monitored and there are no further issues. The customer has remained operational and no further action is required. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
The customer informed siemens that a sample tube was dropped by the advia labcell sample manager. The customer informs that the sample had an initial glucose test result that was falsely elevated. The initial result was reported and not questioned by the physician(s). The customer stated that repeat testing was not performed due to the loss of serum sample. There are no known reports of patient intervention or adverse health consequences due to the discordant patient result.